Event description:
A doctor reported postoperative endophthalmitis following an intraocular lens (iol) implant procedure. The patient was treated with steroids but the symptoms did not improve. The lens remains in the patient's eye. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).